Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump did not produce audible tones even though the settings were correctly programmed to sound. The pump produced vibratory alerts to the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/26/2013: the device was returned to animas and evaluated by product analysis on 09/05/2013 with the following results: pump booted to the verify screen with no sound and fully illuminated display screen. Pump cover was removed and the piezo contact was misaligned, the contact was realigned and sound returned to normal. Audible sound level can not be tested due to the piezo contact was misalign. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.